Event description:
The user received questionable high valproic acid (valp) results on the integra 400 analyzer, for one patient sample. The initial result run from the primary sample tube was more than 400 ug/ml. The sample was repeated which yielded a result of about 700 ug/ml. The exact valp results were not provided. The sample was poured into a sample cup and repeated which yielded a result of 62 ug/ml. The sample was repeated a fourth time from the sample cup which confirmed the repeat valp result of 62 ug/ml. The actual valp result from the fourth repeat was not provided. The valp result of 62 ug/ml was reported outside the laboratory and was believed to be the correct result. The patient was not affected by the event, as the erroneous results were not reported outside the laboratory. The valp reagent lot number was 61773701.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
This issue was a single incident at the customer site, most likely related to preanalytics, although this could not be confirmed. Additional information was not provided for further investigation.